Manufacturer narrative:
Other relevant device(s) are: product ID: 8 20180c, serial/lot #: (B)(4), ubd: 11-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative on (B)(6) 2020 regarding a patient receiving remodulin (dose and concentration unknown) via an implanted infusion pump. The patient's medical history included dyspnea/shortness of breath on exertion, pulmonary hypertension (ph), gastroesophageal reflux disease (gerd), a hernia repair at age 5, headaches, diarrhea, symptoms from remodulin including occasional moderate to severe jaw pain, mild flushing, diarrhea, and mild foot/leg pain. It was reported that the patient underwent a routine pump change-out procedure on (B)(6) 2020. It was noted that two suture connectors were used because there was an observed leak in one of the connectors on the back prep table after the drug fill was performed. The connector was disconnected and reseated and still showed leaking, so another sutureless connector was used. No assessment was made for product/therapy/procedure relatedness by the investigator, sponsor, or cec. It was unknown if any additional medical intervention was required to prevent permanent injury or impairment. Additional information was received from an hcp via a clinical study and a manufacturer representative on 2020-sep-17. The event date was updated to (B)(6) 2018.

Event description:
Additional information was received from an hcp via a clinical study and a manufacturer representative on 2020-oct-06. The pump serial number was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.